Manufacturer narrative:
The device was returned to the manufacturer and evaluated at tek park for distal tip separation. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as no lot # was provided by the complainant. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed in scrap related to the complaint issue. Previous investigations performed against devices returned with distal braze failures identified improvement opportunities following a review of the tube sub assembly test procedure work instruction (wi), the brazing procedure wi, and the brazed joint buffing wi. While the tube subassembly joint is 100% percent tested with a torsional force, there was no requirement for applying a bending force to the joint. Therefore, a manual bend test was added to the wi. Additionally, a review of the torque test fixture and accompanying wi, noted the potential for the tube to slip inside the collet during inspections allowing for a defective part to potentially pass this test. The tube sub assembly test procedure was further updated to note this potential failure mode and to define the process for cleaning the parts and fixture/collet with alcohol prior to use. A review of the brazing procedure wi revealed that the glass tube was too short to effectively seal the brazing area off from the surrounding environment. Without a proper seal the brazing area could have insufficient argon present to facilitate effective brazing. The brazing procedure wi was updated to include a check for this condition prior to brazing. Additionally, the supplier updated the wi to optimize the order of operations of when flux is applied, the soldering ring is assembled, and the tube is loaded. This change ensured that flux would be present throughout the entire joint space and allow for proper solder travel. Furthermore, a functional review and visual examination of the nest, which the tube sub assembly sits into, was performed. This review revealed that the two argon access holes were clogged. Therefore, the associated preventative maintenance activities were updated to monitor the access holes and prevent a recurrence of buildup. Finally, the supplier updated the brazed joint buffing wi to note the potential failure mode of excessive buffing, which could remove too much material and weaken the joint. The visual inspection at tek park noted lower jaw snapped and fell off instrument during use; lower jaw was missing from complaint return package. Evidence of repair to the button which attached the thumb loop and finger loop. Laser markings were missing from instrument; likely removed during instrument repair. Physical inspection further showed a screw that was added to the button assembly which attaches the thumb loop and finger loop was restricting the range of motion of the locking member. Functional testing revealed locking mechanism failure. The complained failure of the device was confirmed. Based on prior evaluations of complaint devices reported with a failure mode of distal braze break/separation, this event likely occurred due to inadequacies in the defined production process which limited the device performance. Aesculap inc. Opened a corrective action/preventive action (CAPA) for further evaluation of the design transfer of this device.

Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with a prestige grasper. During a laparoscopic procedure, a fragment fell into the patient. The piece was from the distal tip/jaw. An x-ray was taken to locate the jaw and another grasper was passed through a trocar to retrieve it. There was a surgical delay of one hour. It was confirmed that the patient was not harmed and post-operative status was described as "normal course".